Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/29/2025, a sales representative reported via (B)(4) that an ar-9215-1-03 universal quick connect handle tip of the instrument broke off inside of the piece that is connects to, and an ar-1999hh ratcheting handle broke away when attempting to tighten such screws; the handle does not hold its place. This occurred during use where backup devices were used to complete the procedure without delay or compromise to patient care.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9215-1-03 universal quick connect handle batch number: 022336 was received for investigation. Visual evaluation of the returned device noted that the tip of the universal quick connect handle body component was broken. Further visual evaluation noted wear and tear to the device with superficial scratches and discoloration observed, along with faded laser markings. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 15-sep-2023.